Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 206 mg/dl and 55 mg/dl. Customer stated he licked his finger clearing away the rest of the blood, and it tastes sweet. Customer reported he must have got some sugar on it when he reached for the glucose tabs. No adverse event reported. No product will be returned.